Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 1.1, re-test: 2.3, re-test: 2.5. Caller has three meters. Re-tests were completed on the other two inratio meters.